Event description:
It was reported that the patient underwent surgery from l5 to an unknown level. The tip of the screw driver snapped off. The surgeon was unable to remove the broken piece. X-rays were taken. The broken piece remained in the head of the screw. No patient complications were reported.

Manufacturer narrative:
(B) (4): the driver was returned for evaluation. Visual examination confirmed the tip is broken. The circular material flow on the fractured surface indicates the device fractured under torsional load. A review of the device history records did not identify any nonconformance to specification.